Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that while searching the feeder of occipital artery, the subject guidewire (distal portion) was broken/fractured, and it was completely removed from the patient body using snare device. The procedure was completed successfully using non-stryker guidewire by replaced microcatheter. There were no clinical consequences to the patient reported as a result of this event.

Event description:
It was reported that while searching the feeder of occipital artery, the subject guidewire (distal portion) was broken/fractured, and it was completely removed from the patient body using snare device. The procedure was completed successfully using non-stryker guidewire by replaced microcatheter. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
D4 expiration date - added. D9/h3 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the returned device revealed that the subject guidewire was found to be broken/fractured from the tip. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and there were no anomalies noted. The functional testing could not be performed due to the damage of the device. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was normal, flush was given inside the microcatheter (non-stryker, greach) when the guidewire was inserted, the guidewire tip was shaped 45 degrees, and the introducer was used when inserting the guidewire. The guidewire fractured in the oa (ophthalmic artery) and was completely removed from the patient using a snare device. The distal tip of the guidewire was returned broken/fractured at 4.8cm from the tip (only nitinol tubing broke) and 8cm from the tip (nitinol tubing and core wire broken). The proximal portion of the device was not returned. No other anomalies were noted. Based on the analysis, it is possible that the guidewire may have encountered some tension or torsion forces during use that caused the device to fracture while navigating inside the anatomy. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use' since this issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.